Event description:
On (B)(6) 2011 at (B)(6) hosp. A 1 hour 21 minute transurethral resection of the prostate procedure was performed on the patient. A eschmann td830 electrosurgical generator and a skintact dispersive electrode (model rs05) were used. The electrode was placed on the upper left thigh. The patient was lying in lloyd-davis position and was not repositioned. The patient was "of regular size and build". The skin type was described as "normal and with hair". The skin was not cleaned, not disinfected and no ointment had been applied. The skin was shaven and dry prior to application. The power setting was described as 4-0 for cutting and 4-0 for coagulating "(approx 125 watt - both)". The hospital stated that the plate was adhering well. After the procedure a burn was noticed when the dispersive electrode was removed. The wound has been described as "1-1.5cm circular burn". Its location corresponds to the position of the electrode's long edge towards the surgical area. The wound had been treated with a flamazine cream and non adherent dressings (tegaderm).

Manufacturer narrative:
The retained samples of the same lot have been inspected visually, tested electrically, thermally and mechanically. All samples were found to perform within limits. No faults could be detected. The eschmann td830 is equipped with an electrode contact quality monitoring system, which only works with a monitoring electrode "split". An unsplit non-monitoring electrode was used. The IFU specifically states "if an electrosurgical unit offers an electrode cqmcs (...) Always use a split electrode." The use of a split electrode could have avoided the burn. We therefore conclude that a user error, specifically not following the IFU, could have at least contributed to the incident. As neither the involved sample nor photos of the injury or the involved product have been available on the date of this report no further conclusions can be drawn so far. We will continue to ask for further information, specifically for age and weight of the patient, the degree of the burn and the activation cycle used in the procedure. We will relay such information and further conclusions in a follow-up report.